Event description:
It was reported that during a procedure, the probe unit would not shut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).